Manufacturer narrative:
Follow-up #1 (B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: evaluation revealed that the runner keypad was torn across the ok button. The ok button was intermittently unresponsive and required multiple hard presses to elicit a response and the other buttons responded appropriately. Evaluation revealed there was contamination under all button contacts and the ok button was inverted.

Event description:
The reporter contacted animas on (B)(6) 2013, reporting that the keypad buttons were intermittently unresponsive and required multiple, hard presses to elicit a response. The reporter confirmed that the keypad was intact and the pump is not exposed to moisture and the pump is not damaged. The patient reportedly wore the pump attached to a belt and does not clean the pump. There is no reported adverse event with this complaint. This report is made based on the allegation of the keypad response issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.